Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the plunger overrode the iol. There was patient contact but no patient harm. The procedure was completed. Additional information was requested.